Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on late january with blood glucose of 410 mg/dl and 340 mg/dl. Customer¿s blood glucose was 159 mg/dl at the time of call. The customer experienced symptoms such as vomits, headaches and pain in her tummy. The customer was treated with manual injections. Customer's mother reported they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The customer's mother stated that they found tiny air bubbles in the tubing. The customer's mother stated that there were no issue with insulin pump setting. The insulin pump will not be returned for analysis.